Event description:
The initial reporter received questionable lipc lipase colorimetric assay results for one patient tested on a cobas c 501 module. The patient's initial lipase result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. At 09:49, the patient's initial lipase result was 134.4 u/l. At 11:22, the patient's repeat lipase result was 22.9 u/l. The customer determined the repeat result was correct and reported the result "based on clinical correlation." The lipase reagent lot number was 594595 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced various parts and performed cleanings. Based on the provided information, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.